Event description:
It was reported by service report that the head end of the bed will not go down. It was reported that the customer does not know if there was pt involvement or if there was any adverse consequence related to the alleged issue.